Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-22020. It was reported that one of the s3 leads migrated and patient experienced ineffective therapy. Reprogramming was unable to resolve issue. As a result, patient underwent surgical intervention wherein both s3 leads were explanted and replaced to address the issue. Effective therapy was restored postoperatively.